Event description:
This report is being field upon notification from our x-ray manufacturer, to submit this event that happened in foreign country. Problem: the pt was having an x-ray coronary angiography procedure. The pt was in cardiogenic shock. While the pt was being reanimated, the medical device failed, giving an error message (no image acquired). System had to be restarted using a warm restart. The pt died.

Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.